Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: customer had primary administration set that disconnected during use resulting in loss of fluid. Disconnection occurred below collared section of tubing at smart site. No reports of patient harm or impact.